Event description:
Event description cpi received information that the patient was admitted to the emergency room when his implantable cardioverter defibrillator (ICD) began emitting a constant tone. The physician was unable to interrogate the ICD and it was removed.

Manufacturer narrative:
Event conclusion cpi's analysis found: electrical overstress damage to the high voltage hybrid, which damaged other components within the device. This secondary damage caused the reported tones and loss of telemetry.